Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user did not see insulin move from the patient line into the infusion set and out the end of the tubing during the fill tubing process. The user withdrew insulin from the cartridge, filled a new cartridge successfully, and resumed insulin delivery. The user's blood glucose level was 120 mg/dl.